Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that after their device replacement they had to have two additional surgeries. One surgery to reposition the device and one because of an infection. At the time the device remained in use. The device has subsequently been explanted and replaced due to normal elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient that "ICD did not last too long and battery went out". The device remains in use. No patient complications have been reported as a result of this event.